Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The noise could be reproduced in the clinic. No intervention or patient symptoms were reported.